Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: screen flashes when meeting with hot and cold water. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is suspected that something became trapped between the electrical contact points of the electrical connector and the electrical contact points of the system, or that temporary contact failure due to water ingress prevented the image signal from being transmitted properly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had image whiteout. The issue was found during inspection for use. There were no reports of patient harm.